Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual out of range (oor) increase in shock impedance measurements. The first red alert for oor measurements was triggered more than a year ago. Technical services (ts) provided recommendations for lead settings and reprogramming. Reasonable evidence suggests the revision procedure was performed and the lead was replaced. No adverse patient effects were reported. This rv lead remains in service.